Event description:
A report was received that the patient was experiencing pain at the clik anchor site. The physician prescribed the patient flexeril patches, lidoderm patches, and biofreeze. The patient has elected to take no further action.